Event description:
Device 2 of 2, reference MFR. Report: 1627487-2017-02849. Follow-up identified the patient also experienced ineffective pain relief from the system. Surgical intervention remains pending.

Event description:
Device 2 of 2, reference MFR. Report: 1627487-2017-02849. Follow-up identified the pain is at the ipg site (reference MFR. Report: 1627487-2017-04653), not the lead site as reported previously. Surgical intervention remains pending at this time.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-02849. The patient reported he experienced pain at the lead sites. The patient turned off stimulation as a result and has not used the system in a while. The patient desired to have his system explanted. Surgical intervention may be undertaken to address the issue.

Event description:
Device 2 of 2, reference MFR. Report: 1627487-2017-02849. Follow-up identified the patient underwent surgical intervention to explant the entire system.